Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading was lower than 30 mg/dl when the paramedics arrived. Caller stated that the customer's insulin pump had blank display. Nothing further was reported.